Event description:
It was reported that the right ventricular lead exhibited high thresholds during the implant procedure. The lead was not used and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.